Event description:
Revision surgery - the patient experienced pain due to wear of the acetabular liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain the patient was suffering from after 9.4 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with part number (B)(4) for oversized features on three parts; (B)(4). A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the pain was most likely due to wear. There is no indication of a product or process issue affecting implant safety or effectiveness.